Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: a vyaire medical was able to confirmed the reported issue. The combination of transducer fault at power up with the successful calibration of transducer indicates that the auto zero solenoids can be slow to respond. Investigation revealed that slow solenoids can intermittently result in a bad auto zero calibration at power up and operational auto zero checks. Issue was due to solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela comp cf alarming transducer fault and motor fault. The customer confirmed that there was no patient involvement associated with this reported event.